Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned device confirmed that component(s) were missing. Device history record (DHR) was reviewed and no discrepancies were found. This malfunction for this type of device has previously been investigated and it was found that bearings can disassemble during cleaning. Root cause has been determined to be design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the bearings were found missing from the tasps during the cleaning process. There was no patient involvement.